Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 400 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Customer administered a bolus via the pump to address the issue and went to the emergency room with small ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on insulin labeling.